Event description:
On (B)(6) 2009, the endologix device was implanted. The left side of the endologix device was extended with a gore excluder? Aaa endoprosthesis iliac extender component due to patient anatomy. Final angiography revealed none of the visceral arteries were patent. Imaging revealed all grafts were deployed in the false lumen of the aorta. The aorta was now dissected from the iliac bifurcation to the level of the aortic arch. Post procedure, there was no filling of the renal arteries and superior mesenteric artery. Computed tomography scans revealed a type b aortic dissection causing perfusion of the iliacs via the false lumen and decreased perfusion of the viscernl arteries via the true lumen. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).